Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. End date : blank b17 jan 2023. Outcome : recovering/resolving recovered/resolved. A manufacturing record evaluation was performed for the finished device batch number 29446 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Sex: female, age (at time of consent): 48 years, country of event: us, model: lxmc14, device lot number: 29446, date of surgery: on (B)(6) 2022, adverse event term: odynophagia, site awareness date: 03 jan 2023, end date: blank, severity: mild, relationship to study device: possible, drug therapy: yes, outcome: recovering/resolving. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) event: odynophagia. Relationship to study device: possible relationship to primary study procedure: possible.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form.: blank no.